Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensor of the foley catheter was malfunctioning in the operation room. Temperature sensor was twisted.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjn3682. Visual inspection noted the temperature wire was unwinding in the catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensor of the foley catheter was malfunctioning in the operation room. Temperature sensor was twisted.